Event description:
Boston scientific received information that the pace/sense portion of this lead was exhibiting impedance measurements greater than 2000 ohms. Additionally, there were some events recorded in the logbook which the device identified as ventricular fibrillation (vf) which was noise and no therapy was delivered. A revision procedure was performed and the pace/sense portion of this lead was removed from service and replaced without further incident.

Manufacturer narrative:
The portion of the lead that was removed from service was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.